Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on december 05, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site, subsequently the patient was treated with antibiotics (type and date not reported) and underwent revision surgery to clean site and remove infected tissue. Clinical management is ongoing. The implanted device remains.